Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was inserted, withdrawn after dilation, and the balloon ruptured not far from the sheath. The balloon lost pressure when it was pulled back to the puncture site. Hemostasis was achieved using manual compression. There were no reported injuries to the patient. The device was used following a percutaneous transluminal angioplasty (pta) procedure. The device was removed from the packaging and prepared without detecting any defects. The device was stored and prepared in accordance with the instructions for use (IFU). The deployer was trained on the mynx device. Femoral artery suitability was verified on angiography, including confirmation of the appropriate 30¿45-degree insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no prior pta, stent, or vascular graft in the common femoral artery. Angiographically, there was no problematic calcification visible at the site. Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.